Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose was 500 mg/dl at the time of incident. Customer reported feeling nauseous from their blood glucose. Customer treated their blood glucose with a manual injection. The customer's blood glucose declined to 204 mg/dl. The customer also reported possible issues with their infusion set. The customer did not report any leaks or air bubbles present during troubleshooting. The customer was advised to monitor their blood glucose. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.